Event description:
Continuous renal replacement therapy was initiated on a seriously ill pt in the ICU. Fifteen hours after beginning therapy the touch screen on the prismaflex device froze. The nurse attempted to troubleshoot the device but was unable to correct the problem. The nurse turned the device off and powered on but with no success. Because of the time spent troubleshooting, the nurse did not return the blood because of the potential of clotted blood in the filter. Therapy was discontinued but approx 150 - 200 cc of blood was wasted and not returned to the pt.